Manufacturer narrative:
(B)(4). G2: japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure, the drill bit fractured. All the pieces were recovered during the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - drill. Visual examination of the provided pictures identified the drill bit to be broken as reported. The event is confirmed based on an evaluation of the provided photos. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.